Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. The root cause could not be identified conclusively. The manufacturer internal reference number is: 2020-09232.

Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with a corneal ulcer of the right eye three days following lasik treatment. The patient reported tearing, burning, swollen and foreign body sensation. A flap lift and rinse was performed. Additional information is requested.